Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg battery low message was observed. System parameters were reviewed and it was determined that this is not a passivation issue. Surgical intervention will be undertaken at a later date to address this issue.